Event description:
Philips received a complaint by the customer on the v60 indicating that the display was blank. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the display was blank. Bench repair is currently pending. The investigation is ongoing.

Manufacturer narrative:
It was reported that the display was blank. The unit was sent to bench repair, but customer later declined repair. Bench repair returned the device as is. The customer declined service and repair. Bench repair returned the device as is. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.